Manufacturer narrative:
(B)(4).

Event description:
It was reported that non sustained rv oversensing due to myopotential oversensing was observed via a merlin.net transmission. The oversensing was unable to be replicated in the clinic. The physician decided to continue to monitor to see if the issue arises again.